Manufacturer narrative:
Engineering analysis of device memory was completed and confirmed this device had no resets or other abnormal alerts. The review confirmed there was an alert from (B)(6) 2015 due to a high shocking lead impedance greater than 145 ohms. The device appeared to be functioning properly, although the shock lead impedance was high. The remaining longevity was 10 years with a charge time of 10.4 seconds. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, high out of range shock impedance measurements were observed on this implantable cardioverter defibrillator (ICD). All other electrical parameters were stable and no noise was observed in the device history or during testing. Two commanded shocks were performed and the returned shock impedances were within normal limits. The physician has elected to continue monitoring the system. This ICD and the right ventricular (rv) lead remain in service. No additional adverse patient effects were reported. Subsequent review of the stored episodes revealed that several shocks had been delivered in (B)(6) 2014 with high out of range shock impedances. It was determined that an rv lead revision had occurred during this time and tachy therapy was not programmed off prior to disconnecting the rv lead. The disconnected lead was therefore the cause of the out of range values. Boston scientific technical services (ts) was consulted to confirm that there was no impact to this ICD.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator recorded a gradual increase in shock impedance, measuring greater than 125 ohms. In addition, noise was noted. The patient performed posture changes which manifested the noise on the egm channel. It was suspected that there was a lead fracture and an x-ray was performed. The patient did not experience asystole. The plan is to perform a lead revision in the future. No adverse patient effects were reported. This device remains in service. The involved right ventricular lead is a competitor lead.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator recorded a gradual increase in shock impedance, measuring greater than 125 ohms. In addition, noise was noted. The patient performed posture changes which manifested the noise on the egm channel. It was suspected that there was a lead fracture and an x-ray was performed. The patient did not experience asystole. The plan is to perform a lead revision in the future. No adverse patient effects were reported. This device remains in service. The involved right ventricular lead is a competitor lead.